Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The liquid crystal display circuit board had no anomalies. The insulin pump passed the self test with no missing segments or partial display noted.

Event description:
The customer's husband reported via phone call that customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 198 mg/dl. Customer's husband stated that the pump is flashing and has no alarms. Customer's husband tried to replace the battery but the buttons are unresponsive. Customer also has a partial display on the insulin pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.